Manufacturer narrative:
As no additional information regarding this event is expected, or investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that loss of capture was observed on this right ventricular (rv) lead. The patient was reportedly asymptomatic. It was determined that the rv lead had dislodged. During the revision procedure to reposition the rv lead, fluoroscopy revealed that the patient's right atrial (ra) lead had also dislodged. Both leads were successfully repositioned and remain in service. No additional adverse patient effects were reported.